Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system was exhibiting noise, no capture and high pacing impedance measurements on the atrial channel. Insulation damage to the atrial lead was suspected. A revision procedure was performed and the lead was removed from service and replaced. The lead was surgically abandoned and inspection of the lead body was not performed. No additional adverse patient effects were reported.